Event description:
On october 20, 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately low. The medical affairs specialist (mas) sent a letter to the patient, since he could not be reached at the phone number provided. The patient said, he obtained a reading of 395 mg/dl on the reported meter "last week". He said, he was not sure of the date, but initially said, the issue occurred in 2007 at 3:30 pm. He said, he took 10 units of humalog insulin and began feeling shaky. The patient's father called ems. Emt's transported the patient to the hospital where a blood glucose result > 1000 mg/dl was obtained within 10 minutes. The customer care advocate (cca) noted that the patient was treated with 8 bags of "r". The cca walked the patient through reviewing the readings in the reported meter memory. No readings were recorded between eleven days earlier and thirteen days later. The first reading recorded prior to that day was taken at 9:27 pm; the result was 374 mg/dl . The patient told the cca he had paperwork documenting his treatment in the hospital; however, he did not retrieve the paperwork. A control solution test was not performed because the patient did not have control solution. The test strips were not expired, had not been open longer than the discard date, were stored correctly, and were in good condition. The cca noted that the patient followed correct testing technique. The complaint is reported because the patient alleges that he obtained an inaccurately low reading on the lfs product. He claims he took insulin based on the lfs product reading, experienced shaking, and was transported to a hospital where a hyperglycemic reading > 1000 mg/dl was obtained.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.